Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the left axillary artery graft site to support the 74 year old female patient who was suffering from post-cardiotomy cardiogenic shock and low cardiac output syndrome, presenting in scai stage d shock. The patient had a heart valve surgery performed. Prior to the 5.5 insertion the patient was supported by extra corporeal membrane oxygenation (ECMO). The 5.5 will vent the primary ECMO support device. Other underlying systemic medical history was not shared. On the day of insertion the team observed the pump to be exhibiting high purge pressures/purge system blocked. To troubleshoot the team added the lytic agent tissue plasminogen activator (tpa) to the purge fluid. This is an off-label practice. The tpa was utilized for the high purge pressure to mitigate impact of biomaterial within the motor and there was no impact on the patient. Additionally, on the day of insertion the patient was getting IV medications of calcium, bicarbonate, and magnesium to correct the electrolytes. The patient had an episode of ventricular tachycardia (vt) which prompted the team to defibrillate. The defibrillation was successful and the vt resolved, and additionally the team did assess pump position and repositioned the pump. The patient had the underlying metabolic derangement and underlying electrophysiological condition. The type of condition was not shared. After 3 days of support the impella 5.5 was weaned and explanted. The patient survived and remained on the ECMO support. Prior to the pump explant the pump was functioning as expected, p-5 with 3.0 l/min flow with d5w with sodium bicarbonate in the purge solution.

Manufacturer narrative:
The pump is not available for return.